Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint that the two-piece connectors could not be attached securely was confirmed but the cause is unknown. A video was provided of the user attempting to assemble the two-piece connector from 4fr s/l groshong nxt clearvue catheter. The connection appeared to engage without difficulty. However, it appeared that after the connection was made, the user could easily disengage the two-pieces. No visible damage was apparent on the locking arms or catch slots in the video. However, microscopic examination, examination of the inner bore, and dimensional analysis could not be completed without examination of the physical sample. The observable features on the submitted video did not contain enough information to identify a specific root cause of the reported event. However, it is possible that this complaint is related to a previously identified molding defect which could result in an inadequate connection (reference CAPA 2054708). This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported during the catheter passage, the groshong repair did not connect, even following the recommendations, the "click" noise of the connection was not heard, and the repair came loose. They thought it was the technical team that wasn't making the connection correctly, but the team's exclusive nurse made a pass, and the repair opened. In this patient there was no impact, they opened a new catheter to remove the repair. No other information was provided. A specific number of affected devices or patients was not provided by the complainant. It was confirmed during an investigation that the two-piece connectors could not be attached securely.